Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the final tightening screwdriver was discovered as worn and torn. Another unknown instrument was used to complete the procedure. No patient consequence reported. There was a surgical delay of five minutes. The procedure was successfully completed. This report is for one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. The x25 final tightener was visually inspected and it was found that the tip of the device was observed to be stripped. The condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. After a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Background: the tip of the final tightening innie screwdriver was found to be worn and torn. Another instruments was used instead. No impact on the surgery, no impact on the patient. Visual inspection: the x25 final tightener was returned and received at us cq. Upon visual inspection, it was observed that the threaded tip of the device was stripped/ worn out. The noted issues were consistent as end-of-life indicators for the device. No other issues were identified with the returned device. Investigation conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369540 was released in a single batch. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369540 was released in a single batch. Device history batch - as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could h device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.